Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation. Neither image nor videos were received. A physical investigation was not possible. Due to insufficient evidence, the reported malfunction cannot be confirmed. A clear root cause could not be identified but hematoma, bleeding, and hemorrhage represent a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately two weeks and four days post index procedure using a atherectomy device on the target left limb for chronic occlusion of 100% on the superficial femoral proximal, mid and distal region and popliteal proximal, mid and distal region, the subject had an adverse event of hematoma. It was further reported that an 90% stenosis was noted post procedure and an adjunctive procedure were performed by using bard lifestent, bard lifestent solo and bard ultraverse stents. Reportedly, twelve days post index procedure, the subject had an unscheduled office visit with the complaints of mid thigh pain and swelling. Duplex ultrasound study showed that small hematoma at where the dissection occurred. However, warm compress was recommended without any intervention.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately two weeks and four days post index procedure using a atherectomy device on the target left limb for chronic occlusion of 100% on the superficial femoral proximal, mid and distal region and popliteal proximal, mid and distal region, the subject had an adverse event of hematoma. It was further reported that an 90% stenosis was noted post procedure and an adjunctive procedure were performed by using bard lifestent, bard lifestent solo and bard ultraverse stents. Reportedly, twelve days post index procedure, the subject had an unscheduled office visit with the complaints of mid thigh pain and swelling. Duplex ultrasound study showed that small hematoma at where the dissection occurred. However, warm compress was recommended without any intervention.